Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a vitrectomy and cataract intraocular lens (iol) implant procedure, the lens was faulty and due to complications, the iol was not able to be placed in the sulcus. Another lens model was used to complete the procedure. The nurse reported there was no patient harm. Additional information has been requested.